Manufacturer narrative:
Correction: section h4 device manufacture date a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawers were not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5 and 6 had failed. The back panel was opened, and it was observed that there were no lights on the pyxibus module board. Testing of the drawer controller boards revealed that the controller board for drawer 6 was also faulty. A field service engineer (fse) powered off the station, replaced the drawer controller board for drawer 6, and replaced the pyxibus module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using thebd pyxis¿ medbank mini, drawers were not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, drawers were not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.